Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. A20065; e99306; a55224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain") and hormone level abnormal ("hormonal changes"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy - partial, performed in 2016). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from (B)(6) 2012 to (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results: in (B)(6) 2012, hysterosalpingogram (hsg) revealed proper placement of essure device, and total bilateral occlusion. The doctor told her that the fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 11-may-2018: pfs received. Reporter's information was updated and new reporters were added. Patient¿s information was also updated and lab test was amended. Removal date and lot numbers of essure were provided, and treatment medication ibuprofen was added. Furthermore the events ¿abdominal pain¿, ¿hormonal changes¿, ¿vaginal bleeding¿, ¿menorrhagia¿ and ¿cramps menstrual¿ were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. A20065; e99306-inv; a55224-inv.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("hormonal changes describes : cramp") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy - partial, performed in 2016). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, muscle spasms, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results: in (B)(6) 2012, hysterosalpingogram (hsg) revealed proper placement of essure device, and total bilateral occlusion. The doctor told her that the fallopian tubes were blocked. Lot number: a20065 manufacture date: 2012-06, expiration date: 2015-06 . Lot number: e99306 is invalid. Lot number: a55224 is invalid. Lot number : e99305 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: significant correction made, narrative appended. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. A20065valid;e99306+a55224inval) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("hormonal changes describes : cramp/ cramps") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy - partial, performed in 2016). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain and dysmenorrhoea was resolving and the muscle spasms, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from aug-2012 to sep-2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2012: results: revealed proper placement of essure device the doctor told her that the fallopian tubes were blocked.. Lot number: a20065 manufacture date: 2012-06 expiration date: 2015-06 lot number: e99306 is invalid. Lot number: a55224 is invalid. Lot number : e99305 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received: outcome of event vaginal bleeding, menorrhagia, pain, cramps added as recovered. Reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / pain') in a 35-year-old female patient who had essure (batch no. E99305,e99306,a55224-inv.a20065-val) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (total number of pregnancies: 3, 2 live birth) in 1998. Concomitant products included oral contraceptive nos from 2012 to 2015 for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("hormonal changes describes : cramp/ cramps"). In (B)(6) 2012, the patient experienced mood altered ("moody"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced back pain ("back pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and muscle spasms had resolved, the back pain, abdominal pain and genital haemorrhage was resolving and the mood altered outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, mood altered, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from (B)(6) 2012 to (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in (B)(6) 2012: results: revealed proper placement of essure device the doctor told her that the fallopian tubes were blocked.. Lot numbers e99305 , e99306 and a55224 are not valid. Lot number: a20065 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / pain') in a 35-year-old female patient who had essure (batch no. A20065,e99306,a55224-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (total number of pregnancies: 3, 2 live birth) in 1998. Concomitant products included oral contraceptive nos from 2012 to 2015 for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("hormonal changes describes : cramp/ cramps"). In (B)(6) 2012, the patient experienced mood altered ("moody"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced back pain ("back pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and muscle spasms had resolved, the back pain, abdominal pain and genital haemorrhage was resolving and the mood altered outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, mood altered, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from (B)(6) 2012 to (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in (B)(6) 2012: results: revealed proper placement of essure device the doctor told her that the fallopian tubes were blocked. Lot numbers e99305 , e99306 and a55224 are not valid. Lot number: a20065 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / pain') in a 35-year-old female patient who had essure (batch no. A20065,e99306 a55224 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (total number of pregnancies: 3, 2 live birth) in 1998. Concomitant products included oral contraceptive nos from 2012 to 2015 for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("hormonal changes describes : cramp/ cramps"). In (B)(6) 2012, the patient experienced mood altered ("moody"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced back pain ("back pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and muscle spasms had resolved, the back pain, abdominal pain and genital haemorrhage was resolving and the mood altered outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, mood altered, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from (B)(6) 2012 to (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in (B)(6) 2012: results: revealed proper placement of essure device the doctor told her that the fallopian tubes were blocked.. Lot number: a20065 manufacture date: 2012-06 expiration date: 2015-06. Lot number: e99306 is not valid. Lot number: a55224 is not valid. Lot number: e99305 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received. Outcome of event "dysmenorrhea" updated as recovered. Medical history added. Event genital bleeding seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / pain') and genital haemorrhage ('heavy bleeding') in a 35-year-old female patient who had essure (batch no. A20065,e99306 a55224 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos from 2012 to 2015 for genital bleeding. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("hormonal changes describes : cramp/ cramps") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced mood altered ("moody"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, muscle spasms, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, back pain, abdominal pain and dysmenorrhoea was resolving and the mood altered outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, mood altered, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from (B)(6)2012 to (B)(6)2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: total bilateral occlusion.; in december 2012: results: revealed proper placement of essure device the doctor told her that the fallopian tubes were blocked.. Lot number: a20065, manufacture date: 2012-06, expiration date: 2015-06. Lot number: e99306 is invalid. Lot number: a55224 is invalid. Lot number : e99305 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs received:- new event moody were added. Outcome of pelvic pain updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of the essure coil when it was being removed through the right cornua') and pelvic pain ('pelvic pains / pain') in a 35-year-old female patient who had essure (batch no. E99305,e99306,a55224-ia20065-v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (total number of pregnancies: 3, 2 live birth) in 1998 and uterine dilation and curettage. Concurrent conditions included dyspareunia. Concomitant products included oral contraceptive nos from 2012 to 2015 for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("hormonal changes describes : cramp/ cramps"). In (B)(6) 2012, the patient experienced mood altered ("moody"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced back pain ("back pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and mood altered outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and muscle spasms had resolved and the back pain, abdominal pain and genital haemorrhage was resolving. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, mood altered, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in (B)(6) 2012: results: revealed proper placement of essure device the doctor told her that the fallopian tubes were blocked. Lot numbers e99305 , a55224 and e99306 are not valid. Lot number: a20065, manufacturing date: 2012-06, expiration date: 2015-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of the essure coil when it was being removed through the right cornua') and pelvic pain ('pelvic pains / pain') in a 35-year-old female patient who had essure (batch no. E99305,e99306,a55224-ia20065-v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (total number of pregnancies: 3, 2 live birth) in 1998 and uterine dilation and curettage. Concurrent conditions included dyspareunia. Concomitant products included oral contraceptive nos from 2012 to 2015 for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("hormonal changes describes : cramp/ cramps"). In (B)(6) 2012, the patient experienced mood altered ("moody"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced back pain ("back pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and mood altered outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and muscle spasms had resolved and the back pain, abdominal pain and genital haemorrhage was resolving. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, mood altered, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in (B)(6) 2012: results: revealed proper placement of essure device the doctor told her that the fallopian tubes were blocked.. Lot numbers e99305 , e99306 and a55224 are not valid. Lot number: a20065, manufacture date: 2012-06, expiration date: 2015-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: mr received. Reporter information, patient's medical history, event "breakage of the essure coil when it was being removed through the right cornua" and auto narrative supplement were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of the essure coil when it was being removed through the right cornua') and pelvic pain ('pelvic pains / pain') in a 35-year-old female patient who had essure (batch no. (A20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (total number of pregnancies: 3, 2 live birth) in 1998 and uterine dilation and curettage. Concurrent conditions included dyspareunia. Concomitant products included oral contraceptive nos from 2012 to 2015 for genital bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("hormonal changes describes : cramp/ cramps"). In (B)(6) 2012, the patient experienced mood altered ("moody"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced back pain ("back pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and mood altered outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and muscle spasms had resolved and the back pain, abdominal pain and genital haemorrhage was resolving. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, mood altered, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in (B)(6) 2012: results: revealed proper placement of essure device the doctor told her that the fallopian tubes were blocked.. Lot numbers e99305 , a55224 and e99306 are not valid. Lot number: a20065, manufacturing date: 2012-06, expiration date: 2015-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-mar-2021: update of quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. A20065; e99306-inv; a55224-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("hormonal changes describes : cramp") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy - partial, performed in 2016). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, muscle spasms, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from aug-2012 to sep-2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results: in dec-2012, hysterosalpingogram (hsg) revealed proper placement of essure device, and total bilateral occlusion. The doctor told her that the fallopian tubes were blocked. Lot numbers e99305 and a55224 are invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. A20065; e99306; a55224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle spasms ("hormonal changes describes : cramp") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("severe and frequent abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy - partial, performed in 2016). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, muscle spasms, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from (B)(6) 2012, she had to take leave from her job due complications/pain. All complications resulted from essure decreased following essure removal. Three lot numbers were provided even though the reason for using 3 devices was not mentioned. Diagnostic results: in (B)(6) 2012, hysterosalpingogram (hsg) revealed proper placement of essure device, and total bilateral occlusion. The doctor told her that the fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received. Following event was updated:hormonal changes describes: cramp. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.